Manufacturer narrative:
Product development investigation was completed. The mia & investigation summary indicates that: the instrument was not delivered in original packaging. Laser marking is readable. The handle and the cap have damages (strong traces of use) on its surface. The instrument was received with the blade assembled. In order to perform measurements, the blade was taken out from the instrument, which was easy if turned in the correct direction. As relevant for the complaint condition; ¿blade could not been detached from instrument (impactor f/pfna blade)¿ the thread and the hexagon were identified and measured. All features measured are according to the drawing, it passed the specifications through the gauges. Besides, during manufacturing process the features m7x1 lh and hex 4.5 were inspected and documented 100% and in final inspection by aql1 according to the inspection sheet. There is no functional test defined during manufacturing process for the instrument in question. However, this is covered by test with gage for the hex (2-09-08471 and 2-09-08472) and thread (4-19-10528 and 4-19-10529). The lots of the raw material 60063691 and of the component 60033533 are not tracked by lot number. Therefore, the check was performed based on fifo (first in/first out) by investigation of the raw material orders, which was closest to the start of the manufacturing order of the component. Thus, the raw material used fulfilled the specifications. For evidence of used components and raw materials for 03.010.410 lot l42404 on the basis of the investigation the complaint is not confirmed, since the products if turned in the correct direction were easy to disassemble. According to the investigation results and from the manufacturing point of view this complaint is rated as not valid because the relevant dimensions were measured and have passed the specifications, besides no manufacturing issue could be found. As this complaint is not confirmed and not valid therefore the review of the specific prm and pra line is not applicable device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Device is an instrument and is not implanted/explanted. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part #03.010.410 / lot #l424040, manufacturing location: (B)(4). Manufacturing date: 29. May 2017. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery it was impossible to remove the blade from the impactor. The surgery was not prolonged. No patient harm is reported. This complaint involves 2 parts. This report is 1 of 2 for (B)(4).